Event description:
It was reported that the bd syringes with luer-lok¿ tips had incomplete scale markings on them. Noticed before use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no. Investigation summary: photos were returned of three loose 10ml assembled syringes reported to be from batch #8156621 (p/n 301029). The sample was visually evaluated. The syringes were found to have minor missing print. Two syringes had missing print in the minor grad lines, one is near the 7ml and one near the 8ml. The third missing print is a small portion of the #8 marking. The amount of missing print is less than 50% in all cases and all items are still legible ¿ all three syringes are acceptable per product specification. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. It is difficult to determine the potential root cause for the print defects observed in the photos without evaluating the physical samples. It is possible for the defects to have occurred during the printing process or the assembly process. No corrective actions recommended since product defect is considered within the acceptance criteria per specification. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringes with luer-lok¿ tips had incomplete scale markings on them. Noticed before use. There was no report of exposure, injury, or medical intervention noted.